Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was 222 mg/dl at the time of the incident. The customer was provided guidelines on how to resolve the issue but there was no indication that the alarm was resolved during the call. The insulin pump's history was reviewed and it indicated that multiple replace battery now were received. Troubleshooting was performed. The customer stated that they did not received a low battery alert prior to the replace battery now alarm. The customer was advised to insert a new battery and the customer stated that the new battery resolved the issue. The customer mentioned during troubleshooting that the insulin pump was dropped before the battery issues. Troubleshooting for bumped/dropped/cosmetic damage was performed. The customer stated that the insulin pump showed no physical damage but it rattled when shaken with the reservoir inside. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power loss alarm, low battery alarm and power error alarm are confirmed in the long trace file. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at j6/pcb 1 the pump was monitored and functioned properly. No pump error alarms, or unexpected rattling noise heard during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.